Manufacturer narrative:
The reported issue was solved by replacing the stop discs and o-rings on the customer's system. On 06-jun-2019, local affiliate organizations were informed that processing transfer heads may become untight in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).

Event description:
A customer in australia reported to observe liquid droplets on their cobas 6800/800 systems processing module deck and within the heating stations. A local field service engineer visited the site, decontaminated the system, and performed a tightness check, which failed for several positions. All o rings and stop discs were then replaced. These service activities remedied the customer's allegation. No harm or injury was alleged, nor the generation of any erroneous results.